Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Gyrus acmi was notified that after a total laparoscopic hysterectomy procedure, the patient had post-op rebleeds and needed to be rehospitalized. Per the surgeon, the halo malfunctioned during the initial procedure. During the procedure, two halo devices were used when the second did not work properly the surgeon used the enseal. He made the colpotomy as always with the spatula. Closed cuff with covidien endostich as always. The patient was readmitted 5 days later with uti and pelvic collection suspicious for hematoma. Was discharged later and readmitted one week after that for worsening pain. Found that collection was larger. The surgeon opened vaginal cuff to drain the hematoma only by cutting one stitch. Twelve hours later, she was rushed to operating room for hypertension found to have uterine artery pumping.